Event description:
On 2023-10-12: integrum received unit i6472 with request for annual service. In the report form it was also mentioned that the axor ii unexpectedly fell of the abutment. Integrum reached out to the clinic to receive further information regarding the event. Manufacturing investigation performed, batch documentation reviewed (docreg 010 919-00) and no deviations were found. On 2023-10-18: technical investigation of unit i6472 was performed. During investigation, the unit passed the functional test in regards to gripping function. The failure could not be replicated, however the clamps were showing signs of wear, indicating that the abutment has not been inserted all the way into the axor ii when used. Also, the unit has not been sent to integrum for annual service since its initial release, which is recommended in the IFU. The clamps were replaced and a standard service was performed, the axor ii was tested according to specification with approved results. The unit will be returned to the customer with a feedback report highlighting the importance of donning the axor ii according to the IFU, and that the axor ii should not be used if a stable connection cannot be achieved. On 2023-11-07: integrum received more information from the cpo; no fall or injuries occured. The exact date of the event is unknown.